Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of over 400 mg/dl at the time of the incident. The customer was given water and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged under delivery. Troubleshooting was not completed as the customer did not have a tubing clamp. The customer reported sensor glucose versus blood glucose differences. The customer also mentioned a bent infusion set cannula. The customer reported highs of 480 to 585 mg/dl on (B)(6) 2020. The insulin pump will be returned for analysis.